Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out again if any issues reappeared, which the customer acknowledged and understood.